Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips using the packaged needle. There were no issues while injecting 0.5ml into the upper lip. While attempting to inject the lower lip using normal force, the plastic hub just popped off and the remaining product when onto the patient's face while the needle was inserted in the lower lip. The needle was partially disengaged from the plastic hub. The needle and partially broken hub were removed from the patient's lips. There no injuries.